Event description:
Clinical study. It was reported that 1080 days after a coronary artery stenting procedure the pt required a target vessel reintervention (tvr). The lesion being treated was a 3.0mm, 99% stenosed, portion of the proximal left anterior descending (prox lad) artery with no calcification or tortuosity. The physician treated the lesion with predilatation and successful placement of a 3.0x16mm taxus express2 study stent. There were no complications. At 1080 days after the index procedure the pt presented with acute chest pain and was diagnosed with a non- st elevated mi. Tvr was performed in the lad and ramua with placement of a taxus express2 stent of unk size using a kissing balloon technique. The pt was discharged 2 days later on aspirin, isocover, ramipril, atrovastin, metoprol and esomeprozol. In the opinion of the physician the relationship of the event to the taxus express2 stent is possibly related.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication.